Event description:
It was reported the pt (B)(6) was no longer able to establish communication between the ipg and external devices (charging system and pt programmer). The ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
This ipg serial number was included in three field advisories. Correction/removal numbers: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.